Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, there is no allegation of device malfunction. Per the instructions for use, device malposition requiring intervention and valve regurgitation are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the root cause of the aortic malposition with subsequent regurgitation cannot be confirmed as no imaging was provided; however, the fair coaxial alignment of the delivery system, and the poor image intensifier angle likely cause or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure the valve was implanted to aortic (80:20), which left the patient with severe pv leak. Due to hypotension and hemodynamic instability from sheath insertion, the surgeon opted to bring the patient back for additional intervention to treat the pvl once she was more stable. One week later a second valve was implanted. She was left with trace pvl and in stable condition. Additional information reveals that the coaxial alignment of the delivery system and valve was considered fair, and the image intensifier angle was considered poor. The patient's ef was 27%. The patient expired 11 days post initial procedure due to her underlying copd. Per the healthcare provider, the death was not related to the valve.